Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular separator was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Body stem separator 6278-9-070 broke while being used in surgery .the surgeon was able to remove on his own without any damage to patient. New proximal body was used and cup liner revised too. Update: this pi is for the intra-operative instrument breakage.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a restoration modular separator was reported. The event was confirmed via review of the returned device. Conclusion: it was reported that during the process of separating the restoration modular body from stem the stem separator broke. Visual inspection of the returned device indicated that a component of the tip has fractured off. The fractured piece was not returned. The exact cause of the event could not be determined because insufficient information was provided. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Body stem separator 6278-9-070 broke while being used in surgery. The surgeon was able to remove on his own without any damage to patient. New proximal body was used and cup liner revised too. Update: this is for the intra-operative instrument breakage.